Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at l1 due to vertebral compression fracture. Intra-op, the balloon ruptured. As balloon was being inflated on l1 compression fracture, 1st balloon ruptured. The pressure prior to rupture was 300. The patient was not allergic to the contrast media. No fragment of balloon was left inside of patient. There were no patient complications as a result of this event.